Event description:
The customer contacted physio-control to report that their device could not be powered on. During device evaluation by physio-control it was observed that the device could not be powered on with ac power or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power supply assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.